Event description:
The customer reported regarding unexplained low blood glucose. The blood glucose reading at time of call was 213mg/dl, and his blood glucose was treated with food. Troubleshooting was performed. The reservoir was showing the same amount of insulin as shown on the status screen. During the call, found that the customer was traveling while correcting his high blood glucose, and he over bolused. The caller stated that the bolus stops prematurely and the insulin pump does not alarm no delivery. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. Initially, the customer called to report that he had given himself 34.0 units of insulin. The displacement test was performed and passed. The customer requested the insulin pump be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.